Event description:
The facility reports one of the hooks on the top or wide portion of the sling came undone. The resident slid to the floor, suffering a cut to the head and bruising. The resident received stitches to the head.